Event description:
A pt reported they were unable to receive a reading on their one touch ultra meter due to the strips not fitting into port of the meter. There was a "low" result on their meter per the pt. Treatment was food and beverage. No further info has been reported. No serious injury or allegation of harm.